Event description:
This device was implanted on (B)(6) 2009 and was explanted on (B)(6) 2012. Patient had phrenic stimulation in all four vectors with this device. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)